Event description:
It was reported that 2 insyte autoguard pnk 20ga x 1.16in had the needle penetrate through the catheter during use. The following was reported by the initial reporter: "it was reported that the nurse placed the needle in the vein but got no flash in the catheter, when withdrawing the needle a 1/4 of the plastic tip of the IV catheter had broken off to the side hanging from the tip and the 3rd incident, go a flash and the catheter was advanced off the needle at which t blood started spraying back out of the catheter that had separated in the middle leaving the plastic tip attached and was unable to retract all the way as it was kinked between the two fractured pieces of plastic. Event description per attached email states: this is a 20 g catheter. This was the third time it had happened in 2 days. What I was told happened on the first two was that the nurse placed the needle in the vein but got no flash in the catheter or in the chamber and that when she withdrew the needle the to 1/4 of the plastic tip of the IV catheter had broken off to the side and was hanging from the tip. The 3rd time it happened the catheter got flash, the catheter was advanced off the needle at which point blood started spraying back out of the catheter that had separated in the middle this time leaving the plastic tip attached by only a small bit and the needle was unable to retract all the way as it was kinked between the two fractured pieces of plastic (B)(6) 2020 we have started to have a problem with the 20 g IV catheters on the floor; yesterday during a code we had 2 do the same thing as pictured above and had this one happen today. No patients were injured. It seems that the catheter breaks when trying to retract the needle. We have decided to remove them from use until we have further guidance."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 insyte autoguard pnk 20ga x 1.16in had the needle penetrate through the catheter during use. The following was reported by the initial reporter: it was reported that the nurse placed the needle in the vein but got no flash in the catheter, when withdrawing the needle a 1/4 of the plastic tip of the IV catheter had broken off to the side hanging from the tip and the 3rd incident, go a flash and the catheter was advanced off the needle at which t blood started spraying back out of the catheter that had separated in the middle leaving the plastic tip attached and was unable to retract all the way as it was kinked between the two fractured pieces of plastic. Event description per attached email states: this is a 20 g catheter. This was the third time it had happened in 2 days. What I was told happened on the first two was that the nurse placed the needle in the vein but got no flash in the catheter or in the chamber and that when she withdrew the needle the to 1/4 of the plastic tip of the IV catheter had broken off to the side and was hanging from the tip. The 3rd time it happened the catheter got flash, the catheter was advanced off the needle at which point blood started spraying back out of the catheter that had separated in the middle this time leaving the plastic tip attached by only a small bit and the needle was unable to retract all the way as it was kinked between the two fractured pieces of plastic 01/01/2020 we have started to have a problem with the 20 g IV catheters on the floor; yesterday during a code we had 2 do the same thing as pictured above and had this one happen today. No patients were injured. It seems that the catheter breaks when trying to retract the needle. We have decided to remove them from use until we have further guidance."